Manufacturer narrative:
During visual inspection no evidence was found that would be related to the reported problem. The usm was tested on an in-house system and failed in normal mode (error 32056). The usm was also test on a pftp and agc current test failed, pointing to yaw searchlight. On testing was completed, yaw searchlight was aba tested, and it was verified to be the source of the fault. As a result of this investigation, failure analysis was able to conclude that the yaw sl assy and yaw sl ffc were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated errors on the universal surgical manipulator 3 (usm 3). The customer was unable to recover the errors and disabled the usm. The procedure was completed with no reported injury.